Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. It was previously reported under MFR number 3004753838-2025-018890 that the patient experienced a systemic reaction with the previous sensor that was inserted on (B)(6) 2024. The reaction gradually appeared all over his body. On (B)(6) 2024, the patient inserted a new sensor and on the same day, the reaction was still all over his body. The patient continued treatment of prescribed cerave moisturizing cream, triamcinolone prescription ointment, prednisone 5mg (oral corticosteroid- once every 8 hours for 3 days), hydroxyzine 25mg (oral antihistamine - once every 12 hours for 2 weeks), fexofenadine (oral antihistamine - 120mg once a day for 2 weeks). At the time of the report on (B)(6) 2024, the skin reaction was already healed and he was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.